Manufacturer narrative:
During investigations, the ft3, ft4 and tsh values generated at customer site were reproduced. A further clarification of the observed discrepancies, with respect to the normal reference ranges of the roche and siemens assays, is not possible with available methods and the current state of the art. It is however known that different assays can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. In addition, values of thyroid parameters vary in function of age, gender and other population characteristics.

Event description:
The customer reported that they received questionable results for four patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the four samples, one had erroneous results for tsh and ft3. It was asked, but the date of the event is not known. This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to tsh. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 180230, with an expiration date of september 2015. The e411 analyzer used for investigation purposes was serial number (B)(6). The ft3 reagent lot number used on this analyzer was 180230, with an expiration date of september 2015. The patient sample was provided for investigation and investigations have determined that no interfering factor could be identified in the sample. The ft3 value was found to be above the reference range and corresponds to the competitor method's ft3 value.

Manufacturer narrative:
This event occurred in (B)(6).